Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one device opened by the account with the appropriate display box and blister packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. No witness marks on the bevel wall were observed. No sheering on the toggle switches was observed. The instrument was loaded with a pmv needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Though complaint samples may not be returned or may not produce this condition when evaluated in the complaint lab, based on the investigation results to date, disorientation of the needle within the reload is the most likely root cause for this complaint mode. This investigation was concluded as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: it was difficult to load and unload the needle. Once loaded, the needle fell out. The device was used in the patient. No patient issues occurred.